Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for oversensing with high rate non-sustained ventricular tachycardia (hr-nsvt) and sensing integrity counter (sic) episodes. Noise was seen on the lead in can to rv coil configuration. The lead was reprogrammed and the issue was resolved. The lead remains in use. No patient complications have been reported as a result of this event.